Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that nexiva 20 ga x 1.25in sp with maxzero catheter was defective and too long. The following information was provided by the initial reporter: material no.: 353557 , batch no.: unknown. It was reported the catheter is too long, patient pain after insertion and insertion is difficult, the end cap is not attached to the catheter and the wings get stuck on patient's skin. IV catheter too long, too many patient complaints of pain after insertion. End cap is not attached to the catheter. Wings getting stuck on pts skin. Sticky when trying to insert catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 20 ga x 1.25in sp with maxzero catheter was defective and too long. The following information was provided by the initial reporter: material no.: 353557, batch no.: unknown. It was reported the catheter is too long, patient pain after insertion and insertion is difficult, the end cap is not attached to the catheter and the wings get stuck on patient's skin. IV catheter too long, too many patient complaints of pain after insertion. End cap is not attached to the catheter. Wings getting stuck on pts skin. Sticky when trying to insert catheter.